Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low blood glucose despite oral carbohydrate intake, with sensor readings in the 60s mg/dl and a contemporaneous manual blood glucose of 73 mg/dl after prior nadir of 39 mg/dl; the last major bolus had occurred more than five hours earlier, logs were synced and reviewed, and the agent provided troubleshooting and education regarding continued monitoring and expected sensor course correction. Symptoms included fatigue. Outcomes included no hospitalization, no professional medical intervention, and no need for third-party assistance. Investigation included customer interview, review of uploaded device data, and guidance on monitoring and correction with oral glucose. Investigation of this case revealed no device malfunction could be identified and the cause of the hypoglycemia remained unclear after log review and assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.